Manufacturer narrative:
((B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that this right atrial lead had dislodged and was repositioned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The implant date was not provided.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection a deformation of the fixation helix was found. Damaging the fixation helix requires the presence of severe mechanical stress. Based on the damage symptoms, it is reasonable to assume that forces applied during the surgery contributed to this observation. Further analysis of the lead revealed cuts in the insulation and deformations of the outer conductor coil. These damages most likely occurred during the surgery. In addition, the presence of coagulated blood along the inner coil of the lead was noticed which was most likely introduced into the lumen as a result of stylets used during the implantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.